Event description:
It was reported that the pt experienced weak and intermittent stimulation. The pt was also unable to adjust stimulation, as the upper limit had been reached. Upon attempting to increase stimulation, a triple beep was heard. The pt was scheduled to have the neurostimulator replaced in (B)(6) 2011. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).